Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and occlusion alarms occurred. Reportedly, a supply change was performed to address the issues. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.